Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. Additionally, it is possible that the user could not perform reprocessing properly due to loss of water tightness caused by pinhole on universal cord. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: detection method is described in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited air/water-cylinder and adhesive on bending section cover had foreign objects. There were no reports of patient involvement.